Event description:
Light was in use and fell onto table. Exam had not started and patient was not on the exam table. No injuries occurred.

Manufacturer narrative:
Incident occurred. Light that fell was under recall initiated in 2004. Light was manufactured in july 1998. Facility was not aware of recall at the time of incident. Recall paperwork was filled out and a total of 15 arms were replaced.